Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. The stent protector not returned with device therefore the inner diameter of stent protector could not be checked. The stent was detached from the sds and there were stent struts that were stretched and bent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp marks on the balloon indicating the stent was secure between the markerbands. A visual and tactile examination found kinks throughout the hypotube. A visual and tactile examination found no issues with the tip profile. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 8 synergy ii drug-eluting stent was prepped by removing the device from the hoop, grasping the protective cover at the distal end and removing it and the mandrel, and then placed on a guide wire. The device was then advanced to treat the lesion; however, while crossing a previously implanted stent in the proximal rca, the stent came off its delivery catheter. The dislodged stent was then retrieved with a snaring device. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 8 synergy ii drug-eluting stent was prepped by removing the device from the hoop, grasping the protective cover at the distal end and removing it and the mandrel, and then placed on a guide wire. The device was then advanced to treat the lesion; however, while crossing a previously implanted stent in the proximal rca, the stent came off its delivery catheter. The dislodged stent was then retrieved with a snaring device. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was fine.